Event description:
The patient reported a burning sensation in the lower extremities of his body. The patient stated that the sensation started after being hit in the back. A revision surgery will be scheduled.